Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on a home choice (hc) device during dwell. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm and assisted the patient in clearing the alarm. During the troubleshooting, it was determined that there was an incomplete connection. The patient was to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the solution bags. The guide warns that a possible contamination of the fluid pathway can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.